Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory and was caused by a power-on reset. The device was tested using automated test equipment and the output circuitry was found to be damaged. The output circuit damage is believed to have caused the power on reset. The root cause of the circuit damage remains undetermined.

Event description:
It was reported that post hip surgery the device was interrogated and found to be in back up mode. The device image showed that at least 21 episodes of vf were diagnosed and 14 high voltage therapies were delivered during cautery. Device was explanted and replaced.